Event description:
(B)(6) male underwent a coronary bypass graft and an aortic valve replacement on (B)(6)2010. An anesthesia machine -ge datex -ohmeda, anesthesia aisys- used during the heart surgery had an incorrect display on a monitor. There are four possible monitor displays -pediatric, general, open heart and cpb-. Switching from one monitor display -open heart- to another -cpb- resulted in inaccurate info. The pulmonary artery pressure was displayed as central venous pressure. Based on the pressure readings, the physician requested to have more air in the cuff of the carotid sinus cannula. There was not the expected increase in pressure after the balloon was inflated. Retrograde perfusion did not result in an increase in , pa waveform on the monitor. The anesthesiologist attempted to zero the pa, but noticed there was no change in pressure -remained at 7-10 mmhg- even when open to air. The anesthesia monitor was switched back to , open heart. Unfortunately after administering a dose of retrograde cardioplegia during a critical portion of the surgery, the surgeon noticed a tear in the coronary sinus through which the cardioplegia solution leaked out into the surgical field. The presumed cause of the coronary sinus injury was overinflation of the balloon on the coronary sinus cannula. The pt spent an extra 2.5 hours on cardiopulmonary bypass and was given 13 units of blood products, in addition to 4 liters of cell saver, due to the bleeding from the injury and resulting coagulopathy. Biomedical has completed preliminary evals of 5 anesthesia machines and have discovered configuration and labeling problems on all machines. The remaining 4 anesthesia machines will also be evaluated for any problems. The anesthesia machine has been requestered by biomedical.